Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the first time they had the implantable neurostimulator (ins) put in they turned it on and three programs all ca me on simultaneously. When they turned it on it threw them to the floor and knocked them off their feet. The consumer then had reprogramming performed with the manufacturer's representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.